Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product was reviewed. The clip delivery system (cd) was returned for analysis and the reported gripper line slack was confirmed. The gripper lever was retracted, and the gripper arms were observed to be raised without issue. After advancing the gripper lever, the gripper arms were noted to stay fully raised, and slack was observed in the gripper lever. In this case, it is likely that the inability to lower the grippers was a secondary result of the gripper line slack. The reported inability to establish final arm angle (faa) could not be confirmed. Potential causes for excessive gripper line slack can include, but are not limited to, user technique / procedural conditions (excessive tensioning of the gripper arms) or manufacturing anomalies. With respect to user technique / procedural conditions, excessive gripper line slack may be influenced by tensioning of the gripper arms, excessive manipulation of the device (user handling), or excessive curves on the device. Slack can be introduced by applying excessive tension on the gripper line during retraction and advancement of the gripper lever during functional inspection; however, based on the information reported, a definitive cause could not be identified. Potential causes for the inability to establish efaa resulting in clip jumpiness can include, but are not limited to, user technique / procedural conditions (clip manipulation / damage) or manufacturing anomalies. Handling and manipulation of the device may have resulted in interaction between the clip components resulting in the inability to fully lock the clip and maintain efaa; however, a definitive cause could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is submitted to report the gripper actuation issue found during returned device analysis, which has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), when testing the final arm angle (faa), the clip was closed and locked. While attempting to open the clip during faa, the clip sprung open approximately 40-60 degrees. The clip was re-tested, but sprung open to inverted position. During testing, the lock lever was pulled to the blue line with no unusual resistance. The cds was not curved more than 90 degrees at any point. It was observed that there appeared to be slack in the gripper line, at the clip area. The device was not used and there was no patient involvement. A new cds was used in the procedure without issue. There was no clinically significant delay in the procedure. Subsequent returned device analysis found that there was difficult lowering the grippers.